Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon detachment occurred. The lesion was located in the circumflex (cx) coronary artery. The 20mm x 2.5mm maverick2 monorail successfully predilated the lesion; however, upon removal, the balloon "came off the device" and was found in the guide catheter. The procedure was successfully completed with this device. No patient complications were reported. Patient status is reported as "fine". Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.